Event description:
It was reported that the device reached elective replacement indicator in less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device met 83% of expected longevity. Analysis of the device and internal components were as expected for a device at eri. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We also received performance data collected from the device and have analyzed the data. The battery voltage was pre/approaching eri (elective replacement indicator). The weekly battery voltage trend data in save to disk file (B)(4) shows that the minimum battery equal to 2.845 to 2.688 volts between (B)(4) 2011 and (B)(4) 2012 is before device rrt (recommended replacement time) less than or equal to 2.6251 volts.